Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a normal device check. High, out of range pacing lead impedance was observed. Programming changes were made. The lead remains implanted and active.